Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b.braun medial, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion". "Reason of complaint: from nalhn incident report. Ward 2c patent was chartered for rbc (B)(6). Which was commenced at 1710 with x2 nursing staff checks. The volume of the bag was 249mls. The rate was set to 83mls/hr. During infusion patent was frequently bending her arms as a result, the infusion was occluding, educated multiple times. Pt was monitored regularly. Around 2010 went to pt's obs noticed bag is still half full. Though the pump showing 245/3mls has gone through and 3.57mls remaining (245.3+3.57=248.87) pump was changed and rbc was running at 83mls/hr. Till 2058 and had to be discarded as it was nearly 4hrs since blood out of fridge. Roughly 100mls of rbc discarded. Tl and mo notified. Outcome: pump was changed to a different one. Pt commenced on 2nd unit of rbc at 2116. After 2nd unit of rbc vbg was done by mo. Hb increase from 65 to 76. Pt was also transfused 3rd unit of rbc. Pt current hb level is 82."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read and analyzed. The infusion was started with a rate of 83 ml/h and a volume of 249ml. During the infusion a lot of pressure alarms occurred. Again, and again the infusion continued and at the end of the volume the pump alert with a pre-alarm (vtbi near end). A few minutes later the infusion stopped, and the line was extracted. The reason for the pressure alarms could not be clarified. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,73%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The device is under warranty.